Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) "was not working" and they were hearing beeping. The patient did not contact their physician or have a device check done. The device is still in use. No patient complications have been reported as a result of this event.